Manufacturer narrative:
Patient information was requested and the customer refused to provide.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use, but there was no patient harm.